Manufacturer narrative:
The insulin pump passed the functional testings including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No prime/fill anomaly was found. The unit was received with an intermittent button response due to a flattened esc, act, and up arrow button dome switch. The keypad connector was fully locked. The unit had cracked battery tube threads.

Event description:
The customer called in to report that she was unable to fill the tubing. The customer's blood glucose level was 67 mg/dl. The customer performed troubleshooting but was unable to receive the 2nd series of beeps, nor did number appear on the display. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.